Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing.the submitted and downloaded system controller event log files contained partially overlapping data and will be reviewed together. The log files contained data spanning 6 days (12:36:05 on 06mar2025 ¿ 09:03:18 on 12mar2025); additional data captured on 17mar2025 occurred during preliminary testing of the returned system controller. A driveline power fault alarm activated at 19:04:39 on 11mar2025 associated with a power b open due to the current sense online b dropping below the threshold amperage. The driveline power fault alarm remained active until the driveline was disconnected at 09:02:23 on 12mar2025 to exchange the system controller. The system controller was shutdown at 09:03:18 on 12mar2025, consistent with the system controller exchange. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned system controller (B)(6) was functionally tested and was found to operate as intended during analysis. The system controller was tested with the returned modular cable without issue. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No issues were observed with the returned system controller.provided information stated that the reported the driveline power fault alarm resolved after a system controller and modular cable exchange. Additional information provided confirmed that the patient is in stable condition and has had no alarms recurring. The root cause of the driveline power fault alarm could not be conclusively determined during this investigation.the relevant sections of the device history records for the heartmate 3 system controller, (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms.heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use.heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was stable but had persistent yellow wrench driveline power fault alarms in the emergency department. Log file review revealed a driveline power fault at (B)(6)2025. Motor function was not impacted by this event. The system controller and modular cable were exchanged. The driveline power fault alarms did not return post exchange. The patient's condition was considered stable post event, and the patient returned home.